Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged power cord. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection identified the damaged power cord. The cause of the damaged power cord is unknown. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.